Manufacturer narrative:
Na

Event description:
It was reported that the lead dislodged. A decrease in r-waves from 10.1 mv to 3.7 mv since implant was noted. This was resolved by changing sensitivity from 2.0 mv to 1.5 mv.